Manufacturer narrative:
Continuation of d10: w4tr03 crt-p implanted (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a pocket infection due to severe pocket/lead erosion. Bacteremia was noted. The patient was admitted to the hospital for treatment. Output to the right ventricular (rv) lead was increased to compensate for a possible increase in pacing thresholds from the infection. Due to the patient's infection of unknown origin, later described as systemic, the cardiac resynchronization therapy pacemaker (crt-p) system was removed. At the time of extraction, the physician felt that the patient had lost weight and their skin was very thin. A previously capped right ventricular (rv) lead was pressing on the skin near the original incision site. A single chamber implantable pulse generator (ipg) system was then implanted. The patient was placed on ventilation and returned to the intensive care unit (ICU) for further management of septic-related issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.